Event description:
Pt obtained a neck injury on 12/26/93. Had "acdf" c5-c6 with back bone, allograft and synthes cervical plate locking system in 1995. The pt had been followed since for chronic neck pain and a known crack plate. "Date of fracture plate is unknown." On 7/7/99 pt experience an injury at work where blankets from a bin fell striking pt on top of the head. It knocked pt off the truck the pt was driving. The pt was taken to a local emergency room and x-rays revealed a fracture cervical plate, which the pt was aware of. Currently the pt is unable to perform the job and wishing for surgical intervention. The pt is admitted for removal of hardware and exploration of fusion.